Manufacturer narrative:
It was reported to abbott a patient¿s ipg was approaching end of life. There was high impedance on contacts 3a,2a, 1 and 9. Surgery took place where the ipg and both extensions were replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein both extensions were explanted and replaced to address the issue. Reportedly, it was noticed during surgery that one of the extensions had fractured. The investigation was unable to determine which of the lead extension had fractured.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that system diagnostics recorded high impedances on both lead extensions. Surgical intervention is pending to address the issue.